Manufacturer narrative:
H3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that it was a prone case and the site tried to trace but the top of the head was modeled. The top of the head looked like swiss cheese. The site was able to get it down to a 1.8. It was off laterally or medially. Protocol did not say it was not optimal for the navigation system. The site could get the number down but they were still inaccurate. The doctor would like an exam review to see how they can get there images to pass registration better. Sagittal exam was optimal for the navigation system. Axial scan used was not optimal for navigation system but the image looked better. The site retraced for about 30-45 mins with no success with accuracy. The site used the imaging system in the end to get accurate. This occurred intraoperatively, and there was a surgical delay of less than one hour. There was no reported impact to patient outcome.

Manufacturer narrative:
Additional information added to sections a and b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Although the site got the inaccuracy down to 1.8 mm, it looked to be more than 2mm off or more. This was only for case review as the site was able to use the imaging system and continue with the case.

Manufacturer narrative:
Additional information added to b5 and d10. Continuation of d10: product ID: 9735762, software version: 2.0.1 h3, h6: software data was received for analysis. However, analysis hasn't been completed at the time of report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There was a coronal with the same 212 slices but most others were about 30 slices. The scalp of the patient had mottling where there were holes in the scalp making it hard to trace over the top of the head but it wasn¿t visible to the eye for adequate touch points. 3-point touch was tried a few times and the site also tried taking off 3-point touch and trying to just trace but it was showing up on the cheek of the patient when they were on the nose. The patient was prone and tape was covering most ears due to neuromonitoring making it very difficult to add touch points there as well. Touch points were obtained on lateral parts of both eyes but we were working in the posterior fossa so it didn¿t help registration accuracy posteriorly and the depth when the pointer was was midline was showing lateral and depth-wise all over the scalp line showed depth deep almost in bone. The imaging system dose image that had a lot of scatter would have taken a lot of time to fix the image. There was an image with 211 slices that would have been the easiest to trace under but technical services (ts) could see touch points that were very aligned and just go straight across. Ts could see a good trace where they traced and used touch points. Ts would have wanted the site to attempt a three-point touch because it seemed like the software may have needed help with seeing where everything was in the software. Some of the trace points were under the skin as well.

Manufacturer narrative:
H3) the software team reviewed the case. The archives had 16mr, 1-other and 1 imaging system but all the mr were loaded with the warning "not optimal for stealth" and "cannot be used with stealth" because the exams protocol were not according to the protocol. Provided logs were not extracted properly so unable to verify which exams were used for the case. But after the archive analysis suspecting image protocol issue might have caused the reported issue. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.